Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. The patient experienced a ventricular fibrillation (vf) episode that initially self-terminated, which caused the device to divert charging. However, the committed shock was delivered while the patient was in normal sinus rhythm (nsr). Technical services (ts) reviewed the stored episode, which showed a fast ventricular tachycardia (vt) in the vf zone with a programmed initial duration of 5 seconds. Ts explained that if the initial duration had been shorter, therapy likely would have been delivered while the patient remained in the arrhythmia, noting it is unusual for such a rapid rhythm to self-terminate. In this case, the arrhythmia broke for approximately 10 seconds, re-initiated, and was redetected before again self-terminating, at which point the committed shock was delivered during nsr. Ts provided reprogramming recommendations. No additional adverse patient effects were reported. This ICD remains in service.